Event description:
A third party service organization tested the tec 6 plus vaporizer and reported that at flows above 5 liters per minute there is a restriction in the flow of oxygen. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.